Manufacturer narrative:
All operating currents are within specification. No unexpected low battery or off no power alarms noted. Unit functioned properly. Unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime test, and excessive no delivery alarm test. The device functioned properly. Unit received with minor scratched lcd window and cracked retainer. Device passed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
The customer reported via telephone call that he was hospitalized due to high blood glucose and diabetic ketoacidosis. The blood glucose reading was 400 mg/dl. The customer was wearing the insulin pump at the time of the event. The insulin pump was not returned for analysis or replaced.